Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with a patient¿s peritoneal dialysis therapy. Prior to the event, the patient received a make sure the heater bag is on the heater tray message during fill one of five of their therapy. The patient had filled 322ml at the time of the alarm. During troubleshooting, it was verified that the clamps were open, the connections were secure, the cone was broken, and that there were no kinks or pinches in the line. The patient rebooted the cycler but continued to receive the same alarm. The load cell with the heater bag on the heater tray read 5854 and 1022.3 without. The technical support representative provided information about the heater bag message to the patient and advised the patient to re-setup with new supplies. Upon removing the cassette, the patient discovered that there was fluid leaking from the cassette and into the cycler. The technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to continue with treatment while waiting for a replacement cycler. At this point in time, there has been no report of patient injury or medical intervention resulting from the reported leak. Additional information was requested but was not made available.

Manufacturer narrative:
The reported symptom (fluid leaking) was not confirmed. The reported symptom hb make sure hb is on ht tray and unclamped was confirmed. Encountered sb supply bag lines are blocked. During treatment at dwell phase 1, ¿sb supply bag lines are blocked¿ occurred. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. Make sure hb is on ht tray and unclamped¿ was confirmed. No fluid leaks in the test cassette during the test treatment. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. No fluid leaks in the test cassette during the test treatment. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.